Event description:
The customer reported via the sales rep that the peg drill allegedly broke while drilling through the anterior pin-hole of the universal tibal template, size 1. The sales rep reported that the surgeon mentioned that he was using the drill at an angle while drilling. Images of the drill bit have been supplied in the communication log. The sales rep reported that both pieces of the drill are available for return to the manufacturer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving a 1/8" peg drill was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis concluded no material or manufacturing defects were observed. Medical records received and evaluation: not performed because no patient information was provided. Device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review confirmed two similar events for the reported lot. Conclusions: the investigation concluded that the retuned 1/8¿ peg drill broke from an overload condition in torsion. Eds analysis showed the 1/8¿ peg drill to be made of a fe-cr-ni-ti-cu consistent with the custom 455 stainless steel alloy. No material or manufacturing defects were observed during this examination.

Event description:
The customer reported via the sales rep that the peg drill allegedly broke while drilling through the anterior pin-hole of the universal tibal template, size 1. The sales rep reported that the surgeon mentioned that he was using the drill at an angle while drilling. Images of the drill bit have been supplied in the communication log. The sales rep reported that both pieces of the drill are available for return to the manufacturer.